Event description:
The duett dealing device was deployed following an interventional procedure, via an 8 fr sheath in the right common femoral artery. Following the procedure the patient experienced diminished pulses, and an arterial occlusion was confirmed. Treatment consisted of an angiojet procedure followed by a fogarty thrombectomy. The treatment was successful and no further complications were reported.